Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this latitude programming system was not able to interrogate this pacemaker due to nonspecific reasons. It was confirmed the device was compatible with the interrogation system and the correct wand was plugged in appropriately. The programmer and the pacemaker remain in service. No adverse patient effects were reported.